Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device emitted a smokey electrical smell. The device shut down and will not start. There are no reports of smoke, flames, melting, warping or voids/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The product brand name, problem code, impact code, method code, results code, component code and conclusion code has been updated. A dreamstation advanced auto CPAP device was returned to the product investigation lab (pil) for testing. During the evaluation of the device at the product investigation lab (pil), pil found burn marks likely due to thermal damaged of the pca. Pil also noted a dust like contaminant on filter, hairlike particles on the center enclosure and the issue of liquid ingress to the pca. The device was repair by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer received information a dreamstation 2 advanced auto CPAP device emitted a smokey electrical smell. The device shut down and will not start. There are no reports of smoke, flames, melting, warping or voids/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smokey electrical smell¿ is classified as low and does not present a serious risk to patient safety.